Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the product noted that the blowout plate was cracked, the knife laminates were herniated, and the articulation rods were disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damaged is most likely caused by over articulating the reload. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the device did not fire and was unable to be loaded. The angled part of the reload broke off the device, but did not fall into the patient. There was no patient involvement. The devices are expected to be returned for evaluation.